Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003 whereby a gore-tex® soft tissue patch [no pid provided] was implanted. The complaint alleges that additional surgical procedures occurred on (B)(6) 2003 and (B)(6) 2006. Also on (B)(6) 2004 an additional surgical procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgeries; seroma; wound debridement; multiple wound vac; mesh removal; mesh migration; fistula; chronic granulation; infection; abscess; pain & suffering. Additional event specific information was not provided.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2003: on (B)(6) preoperative diagnosis: recurrent incisional hernia repair. Implant procedure: sandwich dual mesh, recurrent incisional hernia repair. Implant: ¿gore-tex mesh¿ [no pid provided, captured as gore-tex® soft tissue patch]. Implant date: on (B)(6) 2003 [hospitalization on (B)(6) 2003 ¿ discharge date unknown] on (B)(6) 2003: (B)(6) operative report. Preoperative diagnosis: recurrent incisional hernia repair. Postoperative diagnosis: large recurrent incisional hernia. Anesthesia: general. Estimated blood loss: 50-75 cc. Drains: two 10 mm flat blake¿s. Procedure: ¿the patient was brought to the or, placed supine, given general endotracheal anesthetic. The abdomen was shaved, prepped and draped. A midline incision was made. Quite a bit of scar tissue was present and the scar tissue was carefully dissected. We went into the peritoneal cavity. Quite a bit of omental adhesive disease was present. The omentum was pushed away from the abdominal wall. We removed most of the old prolene sutures. We identified the large hernia present in the lower abdomen. The fascia had retracted a distance of about 1 ½ inches. We dissected the fascia around the wound, starting at the symphysis pubis and going up to above the umbilicus. All the way around the wound circumferentially. A large piece of gore-tex mesh was inserted into the abdomen and secured there with multiple u-sutures. The fascia was then closed over the mesh. A piece of prolene mesh was brought over the top of this, on top of the fascia. This was an extra-large piece of prolene mesh and was secured with the tails of the previously placed u-sutures and tied and these sutures were cut. Two drains were then placed on top of the mesh. The deep subcutaneous tissues closed with #1 vicryl. The wound of course was irrigated in multiple layers at multiple times. The drains were secured with silk the skin was clipped close. The patient tolerated all this well. No complications occurred. She was brought to recovery in satisfactory.¿ on (B)(6) 2003: (B)(6) medical center. Implant information : ¿gore-tex mesh.¿ on (B)(6) 2003: (B)(6) medical center. Implant information : prolene mesh. Revision preoperative complaints: on (B)(6) 2003: (B)(6). Preoperative diagnosis: possible wound dehiscence and wound failure. Revision procedure: debridement of abdominal wall with drainage of fluid from around the gore-tex mesh, culture and sensitivity and closure of wound. Revision procedure date: on (B)(6) 2003 [hospitalization on (B)(6) 2003]. On (B)(6) 2003: (B)(6). Operative report. Preoperative diagnosis: possible wound dehiscence and wound failure. Postoperative diagnosis: sterile abscess with seroma and necrotic fat. Anesthesia: general. Blood loss: about 30 cc. Drains: one 15 french round blake. Procedure: ¿the patient was brought to the operating room, placed supine and given general endotracheal anesthetic. The abdomen was prepped and draped in the usual manner. There is a large mass about 2 cm in the lower portion of the abdomen. An elliptical incision was made around this at the old surgical scar. The mass was excised using electrocautery. We followed this down to the fascia and identified this tract that lead underneath the fascia to the area of the gore-tex mesh. Further dissection revealed a pocket of fluid there. This was entered and cultured. Some of this fluid was white creamy material and did not have any foul odor. This was debrided with curets. The wound was then irrigated with 3000 cc of saline with 600 mg of gentamicin. A drain was placed through the tract and placed in proximity to the mesh. The wound was then irrigated. The deep tissues were closed with vicryl and the skin closed with clips. The patient tolerated all of this well, no complications occurred and she was brought to recovery in satisfactory condition.¿ explant preoperative complaints: on (B)(6) 2004: (B)(6) indications: ¿the patient had a multiply recurrent abdominal wall hernia repaired a year ago with a sandwich mesh repair with prolene mesh on top of the fascia and gore-tex mesh placed on the peritoneal surface. She developed a chronic draining wound that would not resolve despite multiple antibiotics and treatment.¿ explant procedure: removal of the gore-tex mesh with closure of the abdominal wound and repair of the previous hernia. Explant date: on (B)(6) 2004 [hospitalization: on (B)(6) 2004]. On (B)(6) 2004: (B)(6) operative report. Preoperative diagnosis: infected abdominal wall wound, chronically. Postoperative diagnosis: infected abdominal wall gore-tex mesh. Anesthesia: general. Estimated blood loss: 20 cc. Specimens: n/a. Drains: one 10 mm flat blake drain. Findings: extensive infection granulation tissue involving the gore-tex mesh. Procedure: ¿the patient was brought to the operating room, placed supine and given general lma anesthetic. The abdomen prepped and draped in the usual manner. A curvilinear incision initially made around the fistula and carried down to the fascia. The fistula was then excised and we exposed the base of the fistula. The fistula went underneath the abdominal wall fascia. We opened the fascia somewhat and identified the gore-tex mesh, which was free-floating in pus, purulence and chronic granulation tissues. We then enlarged the abdominal wound and the fascial incision to allow complete removal of the gore-tex mesh, which was really quite easy, we just simply cut the retaining sutures and the gore-tex came out. It had not been incorporated at all. The prolene mesh was well incorporated into the scar tissue and looked good. This cavity area was then curetted on the abdominal wall side and then we lavaged the entire wound with 3000 cc of gentamicin containing irrigation. A drain was brought through a separate stab incision and placed in the space where the gore-tex mesh was. We closed the fascia with interrupted, #1 prolene sutures, seven of those were applied. The pain catheter was then brought and placed on top of the fascia. The deep subcutaneous tissues were closed with 2-0 vicryl and this process continued until we were fairly superficial and then the skin edges were approximated with 4-0 interrupted, undyed vicryl, the very edges of the wound being left open and covered with a simple dressing. The patient was stable, tolerated this well and brought to recovery in satisfactory condition.¿ (B)(6) 2004: (B)(6) report. Specimens received: open wound tissue. Retrieved gore-tex graft. Final pathological diagnosis: skin and soft tissue, site unspecified: ulceration with fistulous tract formation and foreign body giant cell reaction. Synthetic graft material. (Based on gross and microscopic examination). Microscopic description: the wound tissue, which has been entirely submitted; shows a defect in the epidermis which is contiguous with a fistulous tract extending into the subcutis. This tract consists of acute and chronic inflammation, histiocytes and focal foreign body giant cell reaction. With regard to the latter, some of the giant cells show intracytoplasmic granular grayish yellow pigment. Surrounding issues exhibit extensive fibrosis and neovascularization. No evidence of malignancy is seen. Gross description: received in formalin is an elliptical excision of soft tissue with overlying skin. The specimen measure 3.5 x 1.9 x 1 cm. The overlying ellipse of skin is grayish tan and measures 2.6 x 1 cm. A slight indentation is noted on the skin surface measuring approximately 5 mm in length. The specimen is inked and serially sectioned. Serial sectioning reveals a possible fistulous tract extending into the soft tissues, surrounded by hyalinized fibrous tissue. A discrete mass is not identified. The specimen is submitted entirely in two cassettes. (B) received in formalin is a synthetic tan flat tissue measuring 17.5 x 10.7 x 0.3 cm. Adherent hemorrhagic material is present but no native tissue is seen. A section of the gore-tex graft is submitted in a single cassette. Relevant medical information: (B)(6) 2006: (B)(6) operative report. Removal of mesh foreign body and drainage of seroma with lavage. Pre- and postoperative diagnosis: abdominal wall seroma . Anesthesia: general. Estimated blood loss: 15-20 cc. Drains: one 15 french round blake drain. Procedure: ¿the patient was brought to the operating room, placed supine and given general anesthesia. The abdomen was shaved, prepped and draped. A midline incision was made just below the umbilicus over the prominence of the mass. We dissected using electrocautery through the subcutaneous tissues down to the fascia, which was opened sharply. There is definitely prolene mesh present in the fascial layer. We divided this and then encountered a very thick-walled seroma. The seroma was opened and we drained approximately 300 cc of clear, yellow fluid. In the midst of the seroma was gore-tex mesh, which was curled up in one position. The mesh was removed completely. The seroma cavity was curetted, removing quite a bit of granulation tissue. We lavaged the seroma cavity with 3000 cc of antibiotic containing fluid. We then placed the drain into the abscess cavity through a separate stab incision using a trocar out through the left side of the abdominal wall. We closed the fascia and the area over the seroma region using interrupted, figure-of-8, #1 prolene. The subcutaneous tissues were lavaged and the skin closed with clips. A sterile dressing was applied. Patient was stable and tolerated this well.¿ on (B)(6) 2006: (B)(6) pathology report. No pathology report has been provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible complications with the use of any tissue deficiency prosthesis: complications which may occur include, but are not limited to: infection, seroma formation, adhesion, hematoma, inflammation, fistula formation and recurrence.¿ the instructions for use further states: any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ the instructions for use further states: ¿exposure of the soft tissue patch to the external environment during healing should be avoided. If the soft tissue patch should become exposed during healing, treat to avoid contamination and allow for secondary healing with tissue flap coverage, if possible.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.